Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2008. Legal counsel reported patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of pain, lack of mobility, and loss of range of motion. Legal counsel further alleges surgeon noted grayish synovitis, debris, and a loose acetabular cup during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records noted patient underwent a left hip revision procedure on (B)(6) 2008 of competitor product where biomet m2a components were implanted. Operative report noted patient underwent a further revision procedure on (B)(6) 2010 due to pain and a loose acetabular cup. During the procedure, synovitis and debris were noted.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2008. Legal counsel reported patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of pain, lack of mobility, and loss of range of motion. Legal counsel further alleges surgeon noted grayish synovitis, debris, and a loose acetabular cup during the procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04622 / 04623).